Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number h10i14083 and h10i28026 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on an unknown date, the patient experienced peritonitis that did not result in hospitalization. The cause of the peritonitis was unknown. Treatment was not reported. On an unreported date, the patient recovered. On an unreported date, dianeal pd4 ambuflex therapy had been withdrawn. The nurse stated that the peritonitis was unrelated to dianeal therapy.